Event description:
New information received indicates that the implantable cardiac monitor exhibited false pause episodes due to undersensing. Programming changes were discussed but not yet performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false atrial fibrillation episodes. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received indicates the device exhibited low p-waves and incorrect interpretation of premature ventricular contractions as atrial fibrillation. Programming changes were discussed but unknown if they were made.